Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, there was a leak at plug unit. The scope connector was cracked and leaked at plug unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the plug unit. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes; the following deviation was confirming the customer mentioned that presoak the endoscope in the detergent solution was not applicable. The event can be detected/prevented by following the instructions for use which state: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the issue was found at the beginning of an unspecified gastroscopy procedure. The intended procedure was completed without delay using a similar device.